Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale print was missing from two bd insulin syringes with bd ultra-fine¿ needle. The following information was provided by the initial reporter: scale print missing from two syringes. The first few lines are missing.

Event description:
It was reported that scale print was missing from two bd insulin syringes with bd ultra-fine¿ needle. The following information was provided by the initial reporter: scale print missing from two syringes. The first few lines are missing.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 06-may-2022 investigation summary: customer returned (4) loose 0.5ml bd insulin syringes. The customer reported that the scale print is missing from two syringes. The returned samples were examined, and it was observed that 3 out of the 4 syringes were missing the 0- and 1- unit scale markings. The remaining syringe did not exhibit missing scale markings, however, it was observed that the flange was broken off. A review of the device history record was completed for batch# 1270850. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure (scale marking missing). A definitive root cause cannot be determined.